Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant & bundle mount with signs of use. Mount fracture identified. The implant was damaged likely due to the removal process, and was disengaged from the mount. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect technique used during placement / excessive torque. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that when attempting to place an implant, the fixture mount fractured in the implant. Implant removed and site grafted.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-00081. Customer provided the following information: when attempting to place an implant, the fixture mount fractured in the implant. Implant removed and site grafted. The following sections are being reported: b5. Describe event or problem: is updated, h2: if follow-up, what type, h6: device code(s) is updated. H10: additional narratives/data.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that when attempting to place an implant, the fixture mount got stuck. Implant removed and site grafted.